Event description:
It was reported that, during a navio tka procedure, when they started painting the femur, it filled in the entire femur within a few seconds. They cleared all the points and tried painting again, but it showed the entire femur as being painted again after only a few seconds. They then enabled the green dots to be shown and just used those as a guide to paint and fill in. There was a delay of less than 30 minutes and no other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the appearance of the entire femur mesh, including the shaft and the articulating surface. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the entire generation of the femur bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.